Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Additional evaluation visual inspection revealed that the screws show signs of rust just at the underside of the head. The additional evaluation revealed that the provided screws show patterns of inadequate dried out humidity during storage. The residual moisture after cleaning or sterilization procedures, enabled corrosion of an increased level, and seems to be the source of the rusty surface. No product fault could be detected.

Event description:
It was reported that there were rusty screw heads. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)